Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm powered up the iabp unit and observed the reported display issue and a maintenance required code #9. The customer requested a repair estimate, and the stm prepared the estimate while on the customer's site. The customer refused to have the iabp unit repaired and will request a rental unit while waiting for the delivery of the new cardiosave iabp units in july 2019. The iabp unit has not been repaired and will be retired from service.

Event description:
It was reported that during the customer's daily check, the cs300 intra-aortic balloon pump (iabp) was experiencing display screen issues. It was later reported that the display showed vertical lines. There was no patient involved and no adverse event reported.